Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery of open reduction internal fixation surgery for femur with the tfna and cement (6ml). After cement injection in normal way, it was confirmed that the cement leaked at fracture part and the blade insertion part. The cement was removed within the visual range, and the surgery was completed within 30-minutes delay. The patient outcome was unknown. No further information is available. Concomitant devices reported: unk: nail head elem: tfna helical blade (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) traumacem(tm) v+ injectable bone cement: sterile. This report is 1 of 1 for (B)(4).